Event description:
It was reported via repair work order that the calf support was not locking due to missing fork and cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.